Event description:
On (B)(6) 2009, the patient's wife reported the patient's insulin infusion device displayed an e4 (occlusion) error and the insulin cartridge was empty. She tried to rewind the piston rod with the cartridge inserted but the piston rod would not retract. She removed the cartridge and again tried to rewind the piston rod but it "stuck and then a piece broke off" of the piston rod. She was advised to always remove the cartridge prior to trying to rewind the piston rod. She was advised to have the patient switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.